Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device would run in reverse when it was in oscillating mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device would run in reverse when it was in oscillating mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.